Manufacturer narrative:
Further evaluation of the device found the acoustic lens had a scratch. The scope cover plate was detached. The paint on the air/water cylinder was peeled. The rubber adhesive was discolored and had a crack. The connecting tube coating was peeling. Due to wear of the angle wire, the bending angle in the down direction was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for evaluation with no complaint. During inspection and testing, service found the acoustic lens surface was damaged and there was a gap of adhesive on the distal end between the lens and the probe. This report is being submitted for the malfunction found by service during the device evaluation [gap of adhesive]. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to stress or handling or other factors. It was not possible to identify the root cause. This information is addressed in the instructions for use (IFU): chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.